Event description:
On 5/31/24 and ilet user reported they experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on 5/30/24. The user reported on 5/30/24 that their bg dropped to 30 mg/dl during the day. Their husband administered sugar since they were unable to do so themselves due to low bg. The user did not lose consciousness and did not require a visit to the ER. After about 15 minutes, the user was able to consume more sugar mixed in water to raise their bg levels and stabilize them. No additional adverse effects were reported as a result of the low bg incident.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Device data shows the hypoglycemia event in question was preceded by a period of glucose variability (a period of hyperglycemia followed by a hypoglycemic event, followed by another brief period of hyperglycemia). It appears the initial hyperglycemic excursion was due to an unannounced meal, followed by overtreating the initial period of hypoglycemia. Review of device data prior to this event revealed the user was not announcing meals at all. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes and device data, the ilet operated as intended by increasing and decreasing insulin dosing in response to cgm glucose values and triggering alerts. The hypoglycemic event was likely caused by failing to announce a meal which resulted in a hyperglycemic excursion and put the user at an increased risk of hypoglycemia. The user then overtreated this initial hypoglycemic event, leading to an additional period of hyperglycemia and further contributing to their risk of severe hypoglycemia. Failure to announce meals and overtreating lows can result in an increased risk of hypoglycemia as the corrections algorithm adds additional insulin later in the glycemic excursion. Users are trained to announce meals with carbohydrates and to avoid overtreating hypoglycemia to mitigate this risk.